Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support adviced that if a scope image is present while error appears on monitor, select the esc key on the cv-190 keyboard to clear the error and proceed. In the future not to hot swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear that the additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloth moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Verify and reset maj-1933 and maj-1941, brightness, white balance & narrow band imaging on rear of processor, communication cables on the rear of the cv/clv-190. Verify the endoscope connector on light source is clean and free of debris. Verified color bars were present on the monitor without a scope installed in light source . The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error b30 during inspection for use involving an olympus xenon light source. There was no patient injury reported.